Event description:
It was reported that during a replacement procedure for normal battery depletion (nbd) the physician was unable to remove the leads from the header of the pacemaker. The physician used a bone cutter to cut the header off and then the leads were successfully removed from the header. The device was explanted and replaced. The leads remain in service. No additional adverse patient effects were reported.